Event description:
During percutaneous coronary intervention the wire tip separated from body of the wire and safety ribbon. The tip was trapped between the vessel wall and a stent. During stent deployment while wire was being removed, resistance was felt. The tip of the wire was visualized by intravascular ultrasound to confirm its location. The wire was then trapped intentionally by the stent. Physician states "this should not pose a problem and will likely be endothelialized over the next several weeks to months".